Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The device was reprocessed before sending the device in the repair center. No abnormalities in the accessories used for reprocessing. No delay in the start of precleaning. No delay in the manual cleaning. The device was flushed the air/water nozzle with water and air. The device was immersed the endoscope in the detergent solution. The device was wiped/brushed the surface during manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found grip had a scratch; air water cylinder, suction cylinder had no color; switch one had a cut; plug unit was damaged; illumination was poor due to dirt on light guide rod; water tightness was lost due to damage on channel tube; the image had white dots due to damage on charged coupled device (ccd) unit; bending angle in up direction did not meet the standard value due to wear of angle wire; plastic distal end cover was shaved; connecting tube and universal cord have wrinkled; adhesive on bending section cover had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the control knob of the gastrointestinal videoscope was broken. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that charged coupled device (ccd) lens and light guide (lg) lens have foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.